Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. Review of the event history lot confirms the system error 341. The upper auxiliary and input/output printed circuit board were replaced as they are known contributors to the system error 341 condition.

Event description:
It was reported that a spectrum pump displayed system error 341 during therapy in the medical surgical care area. It was also reported there was no patient injury.